Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. There was an automated impella controller (aic) battery failure alarm. The pump was opened for insertion, however, upon turning on two aic's at the facility, the battery failure alarm went off. Phone support was given prior on how to turn battery back on as it had been sent for preventative maintenance and returned since last used. On button was not engaged once and so one aic turned back on and started to charge, however, the doctor had proceeded with the intra-aortic balloon pump (iabp) for procedure due to timing and patient needs. The other pump also was not on at the bottom of the console. It was turned back on and now both aic's were charging. The field rep spoke with biomed about proper steps that come on screen of aic and importance to complete prior to return to circulation and not to remove unless steps complete.